Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was suspected to be consistent with sense b noise. Technical services (ts) discussed programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that myopotential testing was performed with patient movements. The automatic setup process was then completed and passed in primary and secondary sensing vectors. The device was reprogrammed to secondary sensing vector.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was suspected to be consistent with sense b noise. Technical services (ts) discussed programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.